Event description:
New information received stated that prior to the right ventricular lead revision, the lead also exhibited high pacing impedance. It was noted that lead impedance were normal in (B)(6) 2021 and had increased to triple the number by the time of the lead revision in (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was completed on (B)(6) 2021. It was also reported that on (B)(6) 2021, the patient presented to the clinic for a follow up where it was noted that the right ventricular lead exhibited loss of capture. The lead configuration was reprogrammed from bipolar to unipolar and capture was achieved. During the device change procedure on (B)(6) 2021, the right ventricular lead was capped and replaced. The patient tolerated the procedure well and was discharged from the hospital the following day. Related manufacturer reference number: 2017865-2021-23823.